Manufacturer narrative:
Section h3: device evaluated by manufacturer: yes. Device evaluation: one (1) of the reported 1 liquid optics interface was returned within original packaging, confirming the reported lot number. A visual inspection of the returned product did not reveal any obvious defect or damage. Functionality test was performed, and the result was found within specifications. The reported event cannot be confirmed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Information was requested however, not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a loss of suction with the liquid optics interface. Attempts were made with customer to verify if the loss of suction occurred during laser fire however, no response was received. No additional information was provided.